Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es data sync error the customer stated that this was a data sync devices to retrieve missing patient information. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es data sync error. The customer stated that this was a data sync devices to retrieve missing patient information. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e and g, initial reporter occupation, other occupation and report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the outage causing missing patients and orders on stations. A technical support specialist found synchronization servers' data synchronization not running. The tss synchronized device to retrieve missing patient data and conducted a full synchronization by following knowledge article "proper datasync procedure & how to place new db in es station" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.